Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a free perforation with extravasation occurred in the mid circumflex artery. A 2.8x16mm rx graftmaster covered stent was advanced to treat the perforation, but it failed to cross due to the anatomy. Balloon dilatation with an unspecified balloon catheter was performed to successfully seal the perforation. The graftmaster covered stent did not cause or contribute to any complications or adverse event. No additional information was provided.